Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube, hemostasis sheath and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The distal tip of the carrier tube and bypass tube were returned inserted into sheath cap. The sheath and carrier tube were returned partially mated. Functional testing was performed by attempting to mate the components together to test for assembly difficulty of the components. The components were able to be fully mated, and the anchor was able to be deployed during testing. The angio-seal device was returned for evaluation. The carrier tube and sheath were returned partially mated and were able to be fully mated during testing. The anchor was able to be deployed from the distal tip of the sheath. The cause of the event could not be identified based on the available information. As a result, the complaint could not be confirmed for an assembly issue of the sheath and carrier tube. The exact root cause could not be determined. It is possible an issue occurred during assembly; however, this could not be confirmed. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal was prepared correctly; the user followed the instructions for use (IFU). The guide wire and angio-seal sheath could be placed in the vessel without any problems. The user was able to remove the dilator and guide wire without difficulty. However, when inserting the angio-seal carrier system, the user felt resistance and was unable to advance the carrier system through the angio-seal sheath. After several attempts, the user removed the system completely and manually compressed the puncture site. Hemostasis was achieved by manual compression. No further complications occurred during or after the intervention or when closing the puncture site. The patient remained stable and was discharged as planned. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc. Type of procedure being performed was a percutaneous coronary intervention (pci) with stent implantation using a 7fr procedural sheath prior to the vascular closure device. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: mtr. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.